Manufacturer narrative:
During follow up, the customer verified that bg levels had come back down to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 378mg/dl, and 441 mg/dl. The customer administered correction boluses and manual injections to try to bring bg levels back down. No issues were found during troubleshooting. Customer was advised to remove and change out the insertion site.